Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed evidence of fire on the architect c16000 analyzer. Visual smoke and evidence of fire on the pm sensor was observed. No injuries occurred and no impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. Field service determined the sample cup waste tubing (tbg, sample cup waste (rohs) pn 7-203077-01) was clogged which caused water to overflow and leak on the pm sensor (pm sensor assy (rohs) pn 7-86320-01) of the sample line. The pm sensor was damaged and had a smell of smoke and a visual burn trace on the sensor. Field service resolved the issue by cleaning the sample cup waste tubing with bleach and replacing the pm sensor. The 2019 ul certification memo indicates the appropriate safety standards are in place and the operator is protected against the spread of fire from the equipment. The damage associated with the smoke and smell of smoke was limited to the pm sensor. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.